Event description:
It was reported that when the unit was powered on the screen jumps from menu without being touched. The unit can not be upgrade because of this. No pt incident reported, and will not engage in monitoring. Add'l info received that indicated that there were no cameras in the room. The jumping from screen to screen started as soon as the monitoring home screen appeared. The unit was also tested in the dim room that had no windows. When the device was turned on, it started to flash multiple screens very quickly. The display flashed so fast that the info could not be clearly seen on the screen. The unit was not hooked up to any other equipment. There was no cable attached to the monitor. No pt involvement.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.